Manufacturer narrative:
During testing, the left and go back keypad buttons did not work. After further review, the dome for the left keypad button was flattened causing a stuck button situation. Unable to perform the displacement and self test due to the flattened left keypad button dome switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's ok button was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.